Event description:
I went in on (B)(6) 2020 for a coolsculpting session for my abdomen. I was quoted that I needed 4 'cycles' or applicators around my belly button in a diamond shape. Immediately after the procedure I felt strong pain over my belly button, that was sharper and more firm than the rest of the area that was treated. I was a heavier weight at the time, and did not see results from the procedure, and assumed the procedure did not work. A year later I started loosing weight through diet and exercise. I noticed a bulging area over my belly button that was still more firm than the rest of my fat area, and would not get smaller with any amount of diet or exercise I contacted the business I received treatment from (coolsculpting center in (B)(6)) - who urged me to get an ultrasound to confirm it wasn't a hernia or tumor. After an ultrasound, the doctor confirmed it was adipose hyperplasia in the treated area. I have been trying to get in touch with allergan (the manufacturer) about this issue for 2 weeks with no response from them - and most of their phone numbers posted online are disconnected. This inability to contact them is extremely concerning. Through research online I'm learning adipose hyperplasia is more common than reported by allergan, and I am concerned this ae is being underreported by the manufacture (who will not return calls or emails). This was my 2nd round of coolsculpting in the area, and 3rd time doing cool sculpting total. I have also noticed firmer fat in all areas that have been treated- although the others are not as bulging and noticeable as the area over the belly button. FDA safety report ID # (B)(4).